Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2022, product type lead, product ID 977c165, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had a lead revision on (B)(6) 2024. Doctor cut the old lead at the battery site. Head nurse threw the lead away. All impedances on the new lead tested good.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977c165 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) was seen at surgeons office on march 19, 2024. Pt complains that the stimulator is not providing pain relief. The system was interrogated. Lead connectivity was good. High impedances were observed on electrodes 13 and 14. They were both showing 40,000. A radiograph was taken. It was determined that re-positioning of the lead may be beneficial. Pt is scheduled for a lead revision on may 29, 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that patient was seen at her pain physician¿s on feb 9, 2024. She complained of not receiving pain relief from her system. Connectivity revealed electrodes 9,10,11,12,13 and 15 in the ¿red¿. Electrodes 13 and 14 were reading ¿40000¿. Patient denied any falls. She did state that she had recently been in the hospital for weight loss surgery. Patient was reprogrammed utilizing electrodes 0-8. Patient will be followed up with to determine if pain relief has been achieved.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient informed rep that she received a message on her controller that stated ¿intensity setting not achieved.¿ impedance check performed. Electrode 13- 35410. High impedances. Connectivity and impedance check performed. Changed reference electrode but #13 continued to have a high value. Loss of stimulation and return of pain was reported. After high impedance discovered, patient¿s electrodes were reconfigured to avoid usage of #13. The issue was resolved. Hcp confirmed that the implant date was (B)(6) 2022. Further information from rep stated that patient's battery session report stated that her implant was on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted:(B)(6) 2022. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.